Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin on (B)(6) 2016, and during the time of the call, the fill estimate continued to display over 240 units of insulin. The customer's blood glucose (bg) level was 136 mg/dl at the time of the reported event. In addition, the customer reported being a new pump user, and reported a low bg level of 55 (mg/dl) in the morning. The customer ate breakfast to treat low bg level. Reportedly, the customer's health care provider (hcp) is still adjusting the settings to find the correct basal rates. Additionally, the customer reported that the customer delivered a bolus of 1 unit in the middle of the night because the customer's bg level was approximately 180 mg/dl. The customer confirmed being in constant communication with clinical diabetes specialist regarding diabetes management.